Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The computer has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, the monitors of the navigation system would intermittently lose display functionality. It was noted that the issue would occur when an object was placed on top of the cart work space. Initial troubleshooting of bypassing the video splitter did not restore functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.